Event description:
It was reported that the patient previously had a male sling implant and underwent a surgical procedure in which an artificial urinary sphincter (aus) was implanted. The reason of the surgery was not specified. No further information was provided.

Event description:
It was reported that the patient previously had a male sling implant and underwent a surgical procedure in which an artificial urinary sphincter (aus) was implanted. The reason of the surgery was not specified. No further information was provided. Additional information received. The sling was not a boston scientific device. The patient was experiencing recurrent stress urinary incontinence. After the procedure the patient is continent again.